Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and a cracked case near the display window corners were noted during the visual inspection. The drive support disk was inspected. The functional tests could not be performed due to a detached end cap.

Event description:
It was reported that the patient was changing out his site and the drive support cap popped off and when he pressed on it the insulin squirted out. Customer's blood glucose was 211 mg/dl. Troubleshooting was done. Customer stated the damage was located on the right side of the insulin pump and drive support cap was sticking out. Customer's current blood glucose was 190 mg/dl. Advised customer the insulin pump would be replaced. Advised customer to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.